Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this incident; however, stretching of gripper line was due to procedural circumstances/operational context. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed for gripper actuation and stretched gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A clip delivery system (cds) was advanced to the mitral valve; however, during grasping it was observed that the posterior gripper would not come down at all. Troubleshooting was performed, but the gripper arm would still not come down. The physician stated that the gripper line may have been stretched, but this was not confirmed. The cds was removed with the clip attached. The procedure continued with a new cds. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.